Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported infusion was ordered to infuse over 60 minutes. Dose infused over 53 minutes due to syringe emptying prior to 69-minute time. Infusion was going at ordered rate 20ml/hr. IV syringe pump read maximum volume of syringe as 16.9mls. Dispense volume of drug on mar was 20mls. Eyeball of syringe was around 17mls. Study coordinator notified. There was patient involvement but no harm.

Manufacturer narrative:
Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date.

Event description:
It was reported infusion was ordered to infuse over 60 minutes. Dose infused over 53 minutes due to syringe emptying prior to 69-minute time. Infusion was going at ordered rate 20ml/hr. IV syringe pump read maximum volume of syringe as 16.9mls. Dispense volume of drug on mar was 20mls. Eyeball of syringe was around 17mls. Study coordinator notified. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported infusion was ordered to infuse over 60 minutes. Dose infused over 53 minutes due to syringe emptying prior to 69-minute time. Infusion was going at ordered rate 20ml/hr. IV syringe pump read maximum volume of syringe as 16.9mls. Dispense volume of drug on mar was 20mls. Eyeball of syringe was around 17mls. Study coordinator notified. There was patient involvement but no harm.

Event description:
It was reported infusion was ordered to infuse over 60 minutes. Dose infused over 53 minutes due to syringe emptying prior to 69-minute time. Infusion was going at ordered rate 20ml/hr. IV syringe pump read maximum volume of syringe as 16.9mls. Dispense volume of drug on mar was 20mls. Eyeball of syringe was around 17mls. Study coordinator notified. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0404 - crack (1135), a0509 - physical resistance / sticking (2578/1597), g0405206 - latch, g04091 - mount, c1601 - assembly problem identified, d0301 - manufacturing deficiency. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a code and manufacturer narrative. The report of volume discrepancies was not confirmed. Thorough analysis of the device event log found the calculated volume infused was 16.9ml. Laboratory testing performed on the returned syringe module found the device successfully detecting the volume of loaded syringes. Alaris system maintenance v12.3 accuracy testing performed on the found the returned syringe module operating within specifications. Syringe module ability to detect syringe volume using a compatible known good monoject 20ml test syringe (model 1182000777) found the device successfully detecting syringe volume accurately within +/- 2%. The incident disposable syringe was not returned for this investigation, therefore it could not be inspected or tested. Rate accuracy testing performed found the device delivering fluids in the +/- 7% specification. An analysis performed on the syringe module error log found no errors or malfunctions on the reported incident date. An analysis of the pcu and syringe module event logs showed the suspect syringe module was connected to the system on 01nov2023 at 11:21:37 am. The syringe module was then selected at 11:36:48 am and an infusion was programmed with a monoject 20ml syringe selected. A volume of 16.941ml was detected in the disposable syringe and then a rate of 20ml/h with a vtbi of 16.9ml was input by the user. This infusion completed and alarmed syringe empty at 12:28:35 pm. A calculated volume of 16.9ml was infused in 50 minutes and 49 seconds. The syringe module was selected at 12:29:17 pm and a new bd 10ml disposable syringe had been loaded into the device with a volume of 9.6094ml detected. The syringe module was programmed to infuse at a rate of 20ml/h again with a vtbi of 0.3ml and started at 12:29:24 pm. The infusion completed at 12:30:25 pm and then the syringe module was channeled off at 12:30:58 pm and the pcu powered down. A calculated volume of 0.3ml was infused in 1 minute and 1 second. The use of incompatible syringes can impact the operation resulting in inaccurate fluid delivery and/or delayed generation of occlusion alarms. Use the smallest compatible syringe size necessary to deliver the fluid or medication. Using a larger syringe can impact the device performance including delivery accuracy and startup time, and generation of occlusion alarms and bolus volume after occlusion. This is due to the increased friction and compliance of the syringe stopper with larger syringes. External and internal inspection found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported volume discrepancy was not identified. Thorough laboratory testing was performed on the returned syringe module. All testing performed found the device operating in specification. The incident syringe was not returned for this investigation; therefore, it could not be tested or inspected. Note that imdrf annex a1801, a040601, a040507, a0401, c0601, c07, c23, d01, d15, d11, g02017 and g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.